Event description:
"It was reported that during a da vinci assisted surgical procedure, the customer called the clinical sales representative (csr) to report an error code {c-34) when attempting to fire the monopolar curved scissors (mcs). Prior to calling the csr, the customer replaced the energy cord to no avail. The csr called the technical support engineer (tse) to report the error and after identifying an error in the system logs, the tse recommended the customer reboot the erbe; the csr ended the call to follow-up with the customer. Later, a surgeon called in to speak with a tse due to the same error. The tse asked if there were any other electrosurgical unit (esu}s or a CT machine nearby that could be causing electromagnetic interference, but the surgeon stated there was not and confirmed they had replaced everything and power-cycled the erbe. The tse recommended swapping power outlets for the erbe power cord, but the surgeon stated they were in the process of swapping the vision tower entirely. During the process of swapping the towers, the operating surgeon elected to convert the case to laparoscopic. The field service engineer {fse) contacted the robotics coordinator (roco} to schedule an on-site visit and was told the patient had a burn from the procedure. During the site visit, the fse was able to reproduce the customer reported error and complaint. The erbe was replaced, and electrical tests confirmed the system was verified for use. The erbe is being held by the hospital's engineering department due to the patient injury. During follow up with the surgeon, through the csr, it was stated that about 5 hours into case, the erbe stopped working, prompting the conversion to laparoscopic. The laparoscopic portion lasted about another 3 hours. The burn was at a port site but was not noticed until the end of the procedure because of the loban, making it unclear when the burn occurred. However, the burn was located at the port site used for the mcs during the robotic portion of the procedure. There were no issues with the patient neutral pad, and it was discarded after the procedure. The patient was discharged home and a portion of the burn was sent for pathology."

Manufacturer narrative:
The involved equipment is being held by the hospital's engineering department and has not, at this time, been made available for inspection/testing. No anomalies were found in the review of the esu's device history record (DHR). If the generator is evaluated and problems are found that could have caused or contributed to the reported incident, a follow-up report will be filed. At this time, no conclusive determination can be made as to the cause of the event. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.